Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation that was caused during atherectomy in a heavily calcified and mildly tortuous vessel in the left anterior descending (lad) artery. The 2.8x16mm, 2.8x19mm and 2.8x26mm graftmaster covered stents were used and failed to cross the lesion due to the anatomy. There were no other device issues while using the graftmaster stents. A 3.5x19mm graftmaster was used to seal the perforation. Two xience alpine stents were deployed and the flow was restored. There were no other issues with the xience alpine stents. However, the patient's blood pressure fell post procedure and cardiopulmonary resuscitation (CPR) was performed for at least 30-40 minutes. Per the physician, the hypotension was not related to the device or the procedure. Angiography was not done. It was confirmed that the patient was compliant with dual antiplatelet drug therapy (dapt) using ticagrelor 180mg after the procedure. The patient could not be revived and died. An autopsy was not performed. The use of the graftmasters did not cause or contribute to any adverse patient sequela. In the physician¿s opinion, the use of the graftmaster devices and the xience alpine stents did not cause or contribute to the patient death in any way. The use of the graftmasters did not cause or contribute to a clinical significant delay in the procedure. The cause of death was the blood pressure falling. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.